Event description:
It was reported to philips that during a cerebral aneurysm embolization using an intrasaccular flow disruptor deployed under roadmap fluoroscopy, the device was difficult to visualize under both roadmap and native fluoroscopy. After deployment, 2d digital subtraction angiography (dsa) and vasoct were performed to confirm placement, revealing that the device was mal-positioned and occluded a non-target vessel. Additional treatment was required to unblock the occluded vessel, extending the procedure by approximately 1.5 hours. An investigation into this complaint has been initiated by philips.